Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issue with bolus wizard. Customer¿s blood glucose level was 138 mg/dl. Customer stated that the bolus wizard to get insulin but did abruptly stop. Customer also stated that they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer was declined to continue troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No delivery/occlusion alarm and no bolus stopped alarm during testing.